Event description:
It was reported by the patient's daughter that the patient had tongue surgery that made the implantable cardioverter defibrillator (ICD) batty become low. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.